Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported since using the infusion set for the past month, he often experiences an elevated blood glucose level of approx 300 mg/dl. Pt's normal blood glucose level is 100 mg/dl. Pt stated he smells insulin and then notices the infusion set was leaking at the cannula housing and infusion tubing connector. Pt reported he took correction via the infusion set. Pt stated sometimes he changed the infusion set; he has disposed of the used infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets for eval.